Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID#: 2134265-2011-00559, 2134265-2011-00560, 2134265-2011-00561, 2134265-2011-00562, 2134265-2011-03341, 2134265-2011-03346, 2134265-2011-03347, 2134265-2011-03348, 2134265-2012-06260, 2134265-2012-06261, 2134265-2012-06262, 2134265-2012-06259. Same case as MDR ID#: 2134265-2013-01107, 2134265-2013-01106, 2134265-2013-01103, 2134265-2013-01178, 2134265-2013-01533. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. (B)(6) 2011: the patient presented with severe substernal chest pain. Troponin I levels were elevated (peak troponin I = 3.17 ng/ml, uln = 0.05 ng/ml) and the patient was diagnosed as having a myocardial infarction. ECG showed st-segment depression in v5 and v6 with some t-wave inversion in lead 1 and avl. Cardiac catheterization revealed 75% stenosis proximally to the previously placed study stents in the lad with diffuse disease throughout the remainder of the vessel. There was subtotal occlusion of the posterolateral branch and diffuse distal disease of the right posterior descending coronary artery. There was no evidence of in stent restenosis in the rca. Three days later, the proximal lad was treated with direct stent placement of a 3.0 x 12 mm taxus stent resulting in 10% residual stenosis. At this time the lcx was also treated with placement of a 2.75 x 38 mm and 3.0 x 16 mm taxus stents. The patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents. (B)(6) 2012 - the patient presented with atypical left rib pain, claudication and declining renal function diagnosed with non-st elevation myocardial infarction. At the time of the event, the patient was taking aspirin and open label prasugrel. Cardiac enzymes were elevated. The patient was treated medically and the event was considered resolved without residual effects. The patient was discharged three days later on aspirin and prasugrel.